Event description:
Customer reported receiving an error 4 upon test strip insertion and observing a book and battery icon on the display of their freestyle flash blood glucose monitor. Although the unit of measurement setting was correctly set to mg/dl, this meter has very likely exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.